Event description:
Same case as MFR report #: 2134265-2009-03209. It was reported that during a rotational atherectomy procedure, wire separation and a vessel perforation occurred. The long lesion was located in the very calcified, very tortuous proximal third portion of the right coronary artery (rca). An attempt to advance an unspecified balloon catheter was unsuccessful. During rotation of the 2.0mm burr, approximately 13cm of the distal portion of the rotawire broke off. A perforation occurred and was treated successfully with multiple balloon inflations. Attempts were made to retrieve the distal portion of the guidewire with a snare and forceps; however, these attempts were unsuccessful, and the guidewire fragment was left in the patient. The physician had originally intended to stent the lesion, however, due to the remaining wire fragment and the level of calcification, he chose not to. Patient had no effusion as shown by echocardiogram and no chest pain. Physician decided to treat the patient with medication (aspirin, plavix) long term. Patient status was reported as 'stable'.

Event description:
Same case as MFR report #: 2134265-2009-03209. It was reported that during a rotational atherectomy procedure, wire separation and a vessel perforation occurred. The long lesion was located in the very calcified, very tortuous proximal third portion of the right coronary artery (rca). An attempt to advance an unspecified balloon catheter was unsuccessful. During rotation of the 2.0mm burr, approximately 13cm of the distal portion of the rotawire guidewire broke off. A perforation occurred and was treated successfully with multiple balloon inflations. Attempts were made to retrieve the distal portion of the guidewire with a snare and forceps; however, these attempts were unsuccessful, and the guidewire fragment was left in the patient. The physician had originally intended to stent the lesion, however due to the remaining wire fragment and the level of calcification, he chose not to. Patient had no effusion as shown by echocardiogram and no chest pain. Physician decided to treat the patient with medication (aspirin, plavix) long term. Patient status was reported as 'stable'.

Manufacturer narrative:
Result conclusion, device evaluated by MFR. Response: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The batch number for this complaint is unknown. A ship history review was performed, for the reported upn for six (6) months prior to the event date, and revealed that batch numbers 12175251, 12508859 and 12491297 were shipped to this facility. The manufacturing batch record review for these batches confirmed that the devices met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.